Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of the "factory 2hr xylene standard" protocol started in retort a at 12:01pm on (B)(6) 2022, the "factory 8hr xylene standard" protocol started in retort b at 19:57pm on (B)(6) 2022and the "factory 2hr xylene standard" protocol comprising 16 cassettes, which started in retort a at 03:08am on (B)(6) 2022, from which the quality of processing of patient tissue samples would have been sub-optimal. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 08:04am on (B)(6) 2022. Specifically, manual replacement of the reagent in bottle 5 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The information available indicates that bottle 5 (ethanol) was removed from the instrument at 08:04am on (B)(6) 2022 for sufficient time to replace the reagent and a user affirmed in the graphical user interface of the instrument that the ethanol concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 08:29am on (B)(6) 2022. However, a user had filled bottle 5 (ethanol) with70% ethanol in error. This use error occurred prior to execution of the three (3) tissue processing runs detailed above. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Accordingly, the reagent in bottle 5 (ethanol), which was filled with 70% ethanol in error, was used for the final dehydration step of the three (3) tissue processing runs previously detailed. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples.

Event description:
On (B)(6) 2022, the complainant contacted a leica biosystems representative in relation to the instrument. On (B)(6) 2022, the assigned leica field applications specialist-core histology (fas) contacted the complainant by phone in relation to the instrument; and the fas visited the customer site on 08 august 2022 and the following information was documented in relation to the instrument: "customer requested peloris reagent bottle stickers (B)(6) 2022. Upon further investigation, on (B)(6) 2022 a laboratory technician made a mistake and filled reagent bottle number 5 with 70% ethanol on peloris 2 (sn: (B)(4)). Bottle number 5 should be filled with 100% ethanol, but the technician made a mistake and filled bottle number 5 with the incorrect ethanol concentration. Biospy [sic] (2hr xylene protocol - retort a) and surgical (8hr xylene protocol - retort b) tissue processed on peloris 2 (sn: (B)(4)) came out under-processed - noticed at microtomy. About 300 cases were affected." The fas documented that the patient tissue samples involved in this event were derived from two (2) tissue processing runs identified as "factory 2hr xylene standard and 8hr with 40 min of formalin", which were executed in "retort a and b" with "start time: 9am / end time: 11am and 5pm", and comprised "about 300 cassettes in total, five cases undiagnosable after re-processing." The fas also documented that the affected tissue types of the affected patient samples were "various biopsies and surgical tissue (bladder, colon, prostate)"; the sizes of the affected patient tissue samples were "biopsies: 0.3cm x 0.2cm x 0.1cm / surgicals: 2cm x 1.5cm x 1.5cm" respectively; and the affected patient tissue samples were re-processed "manually, then on peloris 2 (sn:(B)(4))". The fas documented the following information in relation to the circumstances involved in this event: "...five biopsy cases were not diagnosable upon review of the pathologist. Rebiposy [sic] was recommended for these five cases. Laboratory supervisor and pathologist declined to provide patient information and status on the five recommended rebiopsies. Since incident, tissue processing on peloris (sn: (B)(4)) has been optimal, no complaints. Laboratory supervisor and pathologist are looking for suggestions to prevent this mistake from occurring again..." On 10 august 2022, leica biosystems melbourne received information from the local leica applications technical team lead that five (5) patient cases involved in this event were not able to be diagnosed. On 15 august 2022, leica biosystems melbourne received information that re-biopsy of the five (5) patient cases previously notified as not able to be diagnosed had been recommended, but not yet performed; and the complainant was unwilling to provide an identifier, age or date of birth and gender for the five (5) patients requiring re-biopsy.

Manufacturer narrative:
Section b4 - date of initial report incorrectly documented as 08/03/2022 rather than 09/02/2022. Section b5 - additional information added. Section d2 - common device name incorrectly documented as peloris ii rather than automated tissue processor.

Event description:
On 02 september 2022, the leica field applications specialist - core histology documented that "lbs became aware of the 5 undiagnosable cases on (B)(6)."